Event description:
It was reported that while using bd introsyte-n¿ catheter broke while inserting into hub. The following information was provided by the initial reporter, translated from portuguese to english: "PICC catheter broke insertion of the hub, after an unsuccessful attempt to pass the PICC". We have the packaging segregated for analysis, the material was contaminated. Additionally, the customer provided the following additional information: "the entire procedure to be performed, such as the passage of the PICC catheter, the nurse sets up the table and tests the device. The catheter is lubricated with saline, the introducer is lubricated as well and the needle is removed. At this moment we realized that the needle was tearing the introducer, so the bevel was blunt. So it was decided not to use this device and request another one, as it was going to harm the puncture a lot. For he was a child who had capillary fragility and multiple punctures".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the reported product with the reported defective/damaged catheter. The reported issue was not confirmed upon inspection of the supplied photo since the image is not clear. The root cause of the defect could not be determined since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Quality records have been consulted for tracking and trending purposes this is the first issue reported for the reported lot, which means low occurrence. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd introsyte-n¿ catheter broke while inserting into hub. The following information was provided by the initial reporter, translated from (B)(6) to english: "PICC catheter broke insertion of the hub, after an unsuccessful attempt to pass the PICC." We have the packaging segregated for analysis, the material was contaminated. Additionally, the customer provided the following additional information: "the entire procedure to be performed, such as the passage of the PICC catheter, the nurse sets up the table and tests the device. The catheter is lubricated with saline, the introducer is lubricated as well and the needle is removed. At this moment we realized that the needle was tearing the introducer, so the bevel was blunt. So it was decided not to use this device and request another one, as it was going to harm the puncture a lot. For he was a child who had capillary fragility and multiple punctures."